Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported in spring an inflammation in the area of the implant site. Furthermore, the user also reported pain in her head. In situ testing showed affected channels. Explantation with possible re-implantation is considered. The date has not been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, the recipient suffered from re-occurring inflammation at the implant site due to undetermined reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported in spring an inflammation in the area of the implant site. Furthermore, the user also reported pain in her head. In situ testing showed affected channels. The user has been re-implanted.